Event description:
It was reported that the pump's alarm sound was not annunciating. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.